Event description:
The customer reported being hospitalized due to low blood glucose. The customer was experiencing unexplained low blood glucose for more than a month. The blood glucose reading at time of call was 150mg/dl. Troubleshooting was performed. The programming, time, and date were correct. The customer stated that the reservoir was showing the same amount of insulin that the status screen shows. The customer stated that the insulin pump was exposed to a CT scan. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.